Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 752mg/dl. The customer reported being dehydrated, nauseated, and vomiting prior going to the hospital. The customer also stated that the insulin pump alarmed failed battery and she was not able to remove the battery cap. Troubleshooting was performed. The programming in the device was accurate. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device many have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.